Event description:
It was reported by the customer that occasional and severe resistance has been observed with the odyssey preloaded intraocular lens (iol) injectors, despite the use of balanced salt solution (bss) or ophthalmic viscoelastic device (ovd). The plunger has scratched some intraocular lenses (iols), and in a few instances, the plunger tore through the cartridge while attempting to advance the iol. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to feb 10, 2026. Section d4: model number: a complete model # is unknown, as product serial number was not provided. The bast estimate is a "drt" model lens. Section d4: catalog number: a complete catalog # is unknown, as product serial number was not provided. The bast estimate is a "drt" lens. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.